Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant product(s): m2a-magnum pf cup 52odx46id, us157852, 456380. M2a-magnum 42-50mm tpr insrt-6, 139252, 193110. M2a-magnum mod hd, 157446, 038220. Cocr cable sleeve 2.0mm, 120005, 459610. Cocr troch cable 2.0mmx750mm, 120002, 497590. Bmp cocr cable 2mm sleeve, 120005, 309920. Integral/x por red prox 9mm, x12-171309, 179300. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been routed to the patient attorney. Multiple MDR reports were filed for this event, please see all associated reports: 0001825034 - 2017 - 05656, 0001825034 - 2017 - 05654, 0001825034 - 2017 - 05651. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient was revised approximately seven years post-implantation due to audible noise. During the revision the surgeon noted black tissue, discoloration and elevated cocr levels.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.